Manufacturer narrative:
Continuation of d10: product ID: 8781, lot#: (B)(6) serial#, partially explanted: on (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot#: (B)(6), ubd: 18-sep-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving gabalon via implanted infusion pump for an unknown indication. The catheter on the spinal cord side was replaced on (B)(6) 2025. The drug concentration was changed from 2000 mcg/ml and the flex dose rate was changed to 96.1 mcg/day. The remaining drug in the pump at the time was 13.3 ml. On (B)(6) 2025, the effect was too strong according to the physician so the drug concentration was changed from 2000 mcg/ml to 500 mcg/ml in order to reduce the daily dose. A device inspection was performed, butit was confirmed that there were no problems. The daily dose was reduced because the drug was excessively effective, and the patient's follow-up is being monitored. Regarding excessive effect, the outcome was not recovered. Regarding excessive effect the causal relationship to drug was related and unrelated to the pump, catheter, programming, or procedure.

Event description:
Additional information was received from a foreign healthcare provider via a distributor on (B)(6) 2025. Regarding the reason for the catheter replacement surgery, it was indicated that this is a patient with two pumps placed, but no effect was observed. Contrast imaging, etc., were performed but no particular problems were identified so both catheters were replaced. The model 8637-20 pump with serial number (B)(6) was reported as in use regarding current status. The model 8637-40 pump with serial number (B)(6) was reported as in use regarding current status. The model 8781 catheter with lot number n435212002 was explanted (B)(6) 2025. The model 8781 catheter with lot number hg6hsva05 was also explanted on (B)(6) 2025. Both catheters that were explanted on (B)(6) 2025 were indicated as having been discarded by the healthcare provider. Additional information was received from a foreign healthcare provider via a distributor on (B)(6) 2025. It was clarified that the catheter with lot number hg6hsva05 was implanted on (B)(6) 2023 and the use before date regarding the catheter was (B)(6) 2024. It was further clarified that the catheter with lot number n435212002 was implanted on (B)(6) 2014 and the use before date regarding the catheter was (B)(6) 2016. It was clarified that the pump with serial number (B)(6) was implanted on (B)(6) 2023. The date no therapeutic effect was first observed was unknown. The cause of the patient having had no therapeutic effect was unknown. Regarding the patient having no observed therapeutic effect, and if replacement of both catheters on (B)(6) 2025 resolved the issue, it was indicated that the event was resolved.

Manufacturer narrative:
D10 correction/update: the catheter lot number hg871ss11 has been updated to n435212002 regarding additional information received 20 25-jul-29. Continuation of d10: product ID 8781 lot# n435212002 implanted: (B)(6) 2014 explanted: (B)(6) 2025 product type catheter refer to related MFR report # 3004209178-2025-13356 associated with pump serial number (B)(6) and catheter with lot number hg6hsva05. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg871ss11 implanted: (B)(6) 2025 product type catheter product ID 8781 lot# hg871ss13 implanted: (B)(6) 2025 product type catheter product ID 8637-20 serial# (B)(6) implanted: (B)(6) 2023 product type pump product ID 8781 lot# hg6hsva05 implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type catheter product ID 8781 lot# n435212002 implanted: (B)(6) 2014 explanted: (B)(6) 2025 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the catheter #1 (serial number provided) was implanted on (B)(6) 2023 with an use by date of (B)(6) 2024. Catheter #2 (serial number provided) was implanted on (B)(6) 2014 with a use by date of 2016-01-15. The pump's implant date was corrected as (B)(6) 2023. The onset of the issue of no therapeutic effect was unknown. The cause of the issue was also unknown. It was stated that the issue was resolved. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the implant date for the catheter (serial number provided) was (B)(6) 2025 and the use-by date was 2026-sep-18.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. On may 19, the dosage was changed from 96 g/day to 60 g/day, and after 24 hours, the symptoms improved resulting in a significantly better condition. The reduction in dosage has resulted in a significantly effective outcome.